Event description:
It was reported that a pump declared an altitude alarm, causing the customer's insulin suspension. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including cleaning the pump and loading a new cartridge, but initially could not resume insulin delivery. After waiting for two hours, the customer successfully loaded a new cartridge and resumed normal pump operation. It was suggested that the issue may have been due to exposure to condensation, humidity, or water, and preventive tips were provided.